Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading at the time of the call was 266 mg/dl. The customer stated that her blood glucose reading kept dropping, from 86 mg/dl at 1:30 pm, to 54 mg/dl about fifteen minutes later, then down to 39 mg/dl after she ate candy; fifteen minutes thereafter, the blood glucose reading was 37 mg/dl, which she treated with orange juice. The reservoir showed the same amount of insulin as was shown on the status screen. After troubleshooting, advised the customer to discuss the low blood glucose levels with her doctor. She called again reporting another low blood glucose reading in the 30 to 40 mg/dl range, as well as some high blood glucose events. She reported that her blood glucose levels were fluctuating due to her not knowing how to count the carbohydrates accurately. She requested training on the subject. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.